Event description:
Patient presented to the physician with an exposed ipg at the chest incision. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with infected chest incision. Physician prescribed antibiotics.